Event description:
4 months after implantation of the valve, the patient felt down. Hurt resulting in acute subdural hematoma. One month later of their falling down, hydrocephalus symptom appeared again. Therefore, the neurosurgeon removed the valve and implanted another brand-name valve.